Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on electronic assembly during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corner, broken battery tube threads, and broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and the buttons on the device were unresponsive. Customer also noticed cracks on the insulin pump and stated that the alarm did not occur after exposure to moisture. Customer's blood glucose reading at the time of the call was 95 mg/dl. No further info reported.